Event description:
It was reported that the patient experienced priapism and developed scrotal infection within a couple of weeks because of the medications he was on. The entire ipp system was removed and replaced with a spectra concealable penile prosthesis. No further complications were reported in the relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.